Manufacturer narrative:
Software is installed at the facility. Reports received from the same facility: 2518897-2018-00001; 2518897-2018-00002; 2518897-2018-00003; 2518897-2018-00004; 2518897-2018-00044; 2518897-2018-00051.

Event description:
Pentax medical was made aware of an event that occurred in (B)(6) where endopro iq has a reported defect in the system that results in "truncation of summary text sent from endopro to scm." The event involves pentax medical software endopro iq , version (7.8.16297.0). Scm is a clinical results application in use in (B)(6). Truncation of summary text sent from endoproiq to scm may have adverse effects in terms of clinical decision making, especially if anatomical findings will be used for further treatment planning. No adverse events have been reported to have occurred with any patients. Manual verification of patient involvement is ongoing at this time. Pentax medical (B)(4) submitted a medical device adverse event reporting form to the (B)(4). Pentax medical (B)(4), the manufacturer, and customer it support team are currently investigating this reported event.